Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump may not delivered insulin over night. It was stated that the device did not give insulin as per daily totals recording. It was mentioned that the delivery stopped during prime and the blood glucose was 19.6mmol/l. The alarm history was reviewed and found no delivery alarms. Instructed the caller to check the reservoir and the reservoir was not empty. Performed the fixed prime test and the insulin did exit. Advised the caller to discontinue the use of the device. No further information was provided.